Manufacturer narrative:
Age at time of event: 18 years or older. The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the stent delivery system (sds) became stuck on the guidewire. An ipsilateral retrograde approach was used to access the 99% stenosed target lesion located in the moderately tortuous and moderately calcified common iliac artery (cia). A 12x60x75 epic¿ vascular stent and 0.035 non-bsc guidewire were selected for use. When the stent was directly advanced to the lesion, the sds became stuck midway and could not cross the lesion. The sds and wire were removed together. The devices were checked outside the body and there was some "unusual feeling in the passability". A new wire and a 12x60x120 epic stent were used to complete the procedure. Post dilation was performed and good vascular patency was observed.